Event description:
It was reported that the needles would not attach to pen with a bd pn 32g 4mm 5b xtw easyflow¿ la. This occurred on 7 separate occasions prior to use. The following information was provided by the initial reporter, translated from portuguese to english: when trying to attach the needles in the insulin pen, was observed 7 needles did not attach. Reports no visible defect in the needles.

Manufacturer narrative:
Investigation summary: customer returned seven open 4mm, 32g pen needles without the tear drop label. Customer states that when trying to attach the needles in the insulin pen, seven needles did not attach. All returned pen needles were tested and all were able to securely attach and easily detach from a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needles would not attach to pen with a bd pn 32g 4mm 5b xtw easyflow¿ la. This occurred on 7 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when trying to attach the needles in the insulin pen, was observed 7 needles did not attach. Reports no visible defect in the needles.